Manufacturer narrative:
Catheter.

Event description:
The pt had crest (calcinosis, raynauds phenomenon, esophageal dysmotility, sclerodactyly, telangiectasia) syndrome with widespread pain into the low back. The pt had surgical intervention for a flipped pump and a kink/occlusion in the subcutaneous section of the catheter; both were confirmed by x-ray. The pt recovered without sequela. The medication being delivered via the device system was morphine sulfate.